Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Narrative: method: the returned breathing circuit was pressure tested and submerged in a waterbath to check for leaks. Results: a leak was found in the unheated extension of the breathing circuit. A small defect was found at the location of the leak. A lot check revealed no other complaints of this nature for lot number 070905. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the leak developed post-production, possibly during transport, storage or handling/setup. The complaint breathing circuit was manufactured in 2007. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The rt125 user instructions state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that an rt125 breathing circuit was leaking. The leak was identified by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). 510(k): the product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint device has not been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt125 breathing circuit was leaking. The leak was identified by the hospital prior to patient use.